Manufacturer narrative:
Investigation results: device analysis findings: the ffr comet pressure wire was returned for analysis with the occ cable. The shroud of the occ cable was connected to the bench top testing equipment, and the coefficient values were confirmed to be programmed. Visual inspection revealed that the wire returned detached from the tip weld at 3cm from distal to proximal. The shroud of the occ cable was connected to the ffr link for signal verification. The signal was not present, as designed. During testing with the ffr link, the signal strength led showed a yellow/orange light, and the zeroed led showed a blinking red light, indicating that the wire was not working appropriately. The led lights for a properly working wire are green. The shroud of the occ cable was connected to the bench top testing equipment. The modulation was checked but there was no modulation (0%) for this device. Microscopic inspection revealed the sensor was moved which indicated the sensor was detached from the fiber optic. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure. During product analysis it was observed the wire detached from the tip weld and tip bent, these issues could be related to an excessive force applied to the device during procedure, as well as operational factors such as handling/technique, causing the reported event.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that a recognition failure occurred. The comet ii pressure guidewire was selected for use. After the device entered the patient, the wire failed to be recognized. The procedure was completed with another of the same device. There were no patient complications. However, device analysis revealed device detachment.